Manufacturer narrative:
(B)(4). Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mating component found the set screw unable to be fully engaged in the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
Pre-op diagnosis: decompression in "med", procedure: oblique lumbar interbody fusion (olif), levels: l2/3/4/5 it was reported that, the patient underwent olif surgery at l 2/3/4/5 4.75 system at posterior for posterior fusion. Intra-op, surgeon tried to tighten a set screw at right l3 but the set screw could not be tightened. The surgeon changed the setscrew with other one but it could not be tightened too so the surgeon pulled out a rod and replaced a screw then the surgeon was able to perform the final tightening. The products came in contact with the patient. The products didn't break. No patient complications were reported. Right l5 set screw was assembled before placing left side rod. Then right l3 set screw got idled during assembling. They attempted for four times but all failed so the set screw was replaced. The surgeon told that the set screw might have been cross-threaded. Threads of the set was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.